Manufacturer narrative:
Reporter is a synthes employee. Part # 319.006. Synthes lot # h663677. Supplier lot # h663677. Release to warehouse date: march 7, 2019. Supplier: avalign technologies-nemcomed. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: h663677) was received at us customer quality (cq). Upon visual inspection, it was observed that the complaint device was not bent. It was observed that the needle component of the complaint device had broken off the center shaft of the complaint device at the needles proximal end. The broken off needle component was not received at us cq. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage and device geometry. Document/specification review: the following drawing(s) were reviewed: assembly current and manufactured. Needle current and manufactured. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint was not confirmed as the complaint device was not bent. The needle component of the complaint device had broken off the center shaft of the complaint device at the needles proximal end. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set at the field service location, it was observed that the depth gauge for 2.0mm and 2.4 screws was bent. There was no patient or hospital involvement. This report involves one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).